Event description:
I first had a depuy gription hip replacement on (B)(6) 2011. I dislocated my hip, full dislocation, one month later. I have had four more full dislocations in the last six months. I have had several partial dislocations along the way. I have fallen and injured myself in other areas also. I never dislocated a hip with my god given hip, wish I had it back. There is not a doctor who can tell me what is wrong. Now being in between insurances. I cannot see an end to my pain. This depuy gription hip is so unstable, I do not move much.